Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation/additional information: additional information: upon completion of investigation/sample evaluation, correct lot information was received. Section d updated to reflect lot/expiration date. Device evaluation: one sample was provided to our quality team for investigation. Upon visual inspection, a black ink mark is observed at the end of the scale. A device history review was performed for provided lot 2305041, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported event were found. While we could not identify a direct issue, this incident may have occurred due to damage in the marking pad or drying time during the marking process. Manufacturing personnel have been notified in order to increase awareness of this matter. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description/event details: dirt in the syringe. When did the incident occur? Before use.